Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample device has been returned for evaluation. The investigation is ongoing. A follow-up report will be provided once it has been completed.

Event description:
2 occurrences - ivc filter placed, all filter legs did not open, ivc filter retrieved.